Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their stimulator was moved up because when they sat down it caused pain on the stimulator in their back and the issue began two years ago or in 2023. Agent attempted to ask if they were referring to their current implant. Patient had difficulty hearing agent; patient wore hearing aids and there was a lot of background noise during the call so agent had difficulty hearing the patient. Agent didn't get confirmation if they were referring to their current implant but did mention it had been two years and their health care provider (hcp) moved the stimulator up.

Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.